Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens implantation, lens was implanted, but it was damaged so it was removed again. Additional information received and stated that the procedure was completed on the same day.